Event description:
Philips received a complaint by the mechanical engineer (me) on the v60 indicating that a backup alarm failed alarm occurred during pre-use checking. It was reported there was no patient involvement at the time the issue was discovered. The authorized service provider (asp) evaluated the device and confirmed that the backup alarm failed" (diagnostic code 1104) error occurred, and occurrence record of the alarm was also confirmed in the event log. The cpu printed circuit board assembly (pcba) board was replaced then the issue was resolved. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
The removed central processing unit (cpu) printed circuit board assembly (pcba) was returned to the product investigation lab (pil). The pil technician installed the cpu pcba into a pil ventilator to duplicate the reported issue. Ls1 was verified as faulty on the cpu. The pil tech verified that shortly after the power on button was pressed, e1104-backup alarm failed error code generated during standard test bed (stb) operation. The pil tech also verified that the e1104 would repeat during the cycling of the stb through the use of the power on/ power off button. The pil tech did induce a hardware power fail condition with the stb. During the hardware power fail condition, the led on the bezel was flashing bright red as expected, however the secondary alarm provided a raspy inconsistent audible tone. The pil tech verified that the reason for the repeating e/c 1104 and the failure of the secondary alarm circuit is due to a faulty ls1 (secondary alarm buzzer). Ls1 has a 3.5k ohm resistance which is extremely low and the reason for the ls1 failure.